Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
When using the product, the syringe broke in two between the screw thread and the barrel. No patient impact. No, it has been used for a preparation of cytotoxics.

Event description:
When using the product, the syringe broke in two between the screw thread and the barrel. No patient impact no, it has been used for a preparation of cytotoxics.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no photographic evidence or physical samples were provided for the investigation into the reported condition. Six retained samples were received for further evaluation, and upon visual inspection, none of the defects could be replicated. A thorough examination of the history of syringe 50ml ll lot 2312022 was conducted, and no deviations or non-conformances found, however finding one annotation related to the reported incident. The annotation indicating that cavity of the cylinder mold is cancelled due to underfilling. If the syringe is underfilled in the taper area, the syringe would be weaker and may have split if it has been overstressed. However, since we do not have the sample, it is not possible to know. At present, the defect cannot be confirmed as there is no sample or photo available for analysis and the retained samples do not show any damage. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. We appreciate the time you took to provide us with this information. Complaints regarding this device and the reported condition will continue to be monitored and analyzed. The information will be compiled into trend reports and regularly reviewed by our sales team to identify any emerging trends.